Event description:
Related manufacturer reference number: 1627487-2023-01841. It was reported that the during a lead revision procedure on (B)(6) 2022 (related manufacturer reference number: 1627487-2023-01838 and 1627487-2023-01839) the tail portion of the leads were cut and left connected to the ipg. Additional surgery took place on (B)(6) 2023 wherein the remaining tail portion of the leads were removed and new leads were implanted. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.